Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The iol was exchanged for a different model number iol. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/10/2009, 08/11/2009, 08/13/2009, and 08/25/2009 by phone, fax, and mail. A completed questionaire was received on 08/27/2009. This report was mailed to FDA on: 09/09/2009.